Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction, and the device was not in patient use. There was no reported patient involvement, injury, adverse event, or delay in therapy associated with this observation. During evaluation at the manufacturer's service center, testing could not be completed due to a damaged lcd display. The lcd display was replaced, after which the device successfully completed pre-evaluation and evaluation testing with passing results. The root cause of the display damage could not be determined. Additionally, a damaged enclosure gasket and missing rubber feet were identified and replaced. Following these replacements, the device passed all applicable testing requirements.